Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/01/2016 with the following findings: the review of the black box data showed no evidence of any call service alarms. Ezprime steps and a 24 hour duration test were successfully completed with no call service alarms being duplicated. Upon removal of the pump cover, there was no evidence of internal moisture. No damages were found to the internal components or to the printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm cs 052/053/054/055 sleep had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.